Event description:
It was reported that a large volume infusor did not completely deliver its contents after being connected to the patient for 24 hours. The solution being infused was benzylpenicillin (baxter-compounded solution). The reporter stated that the peripherally inserted central catheter line was flushed and checked with no problems noticed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from february 24, 2014 - february 25, 2014. Evaluation summary: the device was received for evaluation with 131 ml of fluid within its reservoir. According to its label the device was filled with benzylpenicillin and 0.9% sodium chloride. Visual inspection showed no defects. Flow rate testing was performed and found the device to be within specification. The reported problem was not verified. Should additional relevant information become available, a supplemental report will be submitted.